Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Flash to software 9.12. Logic board- software fault reflash. There was no patient involvement. 01/31/2018 12:06:45 (B)(6). Npi. (B)(6). Po value is (B)(6). Note to tech: please flash software to 9.12 at no charge. The wrong software was previously listed in xd03 by product implementation. 02/07/2018 10:51:04 (B)(6). Not a true 90 days. 02/08/2018 10:55:54 (B)(6). Flash to 9.12.40.4 per xd03 02/09/2018 07:34:09 (B)(6). (B)(4).